Event description:
The reporter stated that a rod that was part of a coral spinal fixation system, that had been implanted for over one year, was broken. It was removed during a revision surgery procedure. Integra has requested additional clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.